Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer experienced symptoms such as falling and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage to the screen and pump case. The customer went into diabetic ketoacidosis while in surgery but they were no longer wearing the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the dat test with 0.08855 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer's mother was the one reporting the incident. Customer had a stent placed and was sent to orthopedics. Later, while in surgery, customer was no longer wearing the pump and customer had high blood glucose and went into diabetic ketoacidosis. The pump damage was as a result of the fall (dropping the pump).